Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other patients who were implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that, per the patient, their healthcare provider had said that some people said, "it's wonderful and others [said] it doesn't work," when referring to the patient's implanted system.